Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with endometrial ablation, endometrial ablation with thermachoice balloon, d&c and hysteroscopy; due to urethral hypermobility, sui and menometrorrhagia. It was reported that following insertion the patient experienced urinary problems and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. The patient had pelvicol acellular collagen matrix placed on (B)(6) 2010. It was reported that patient underwent drainage of vaginal cuff abscess with placement of malecol on (B)(6) 2010. It was reported that the patient underwent vaginal laser surgery/ removed septum in (B)(6) 2010. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.